Event description:
Arjo was informed about an incident involving the arjo passive clip sling (model number: maa2040m-ll, serial number: (B)(4)) and the ceiling lift from the tr-care company (non-arjo device). It was reported that while transferring the patient, the right shoulder sling clip became loose, resulting in the patient falling to the floor and hitting her head on the shower seat. As a result of this incident, the patient sustained a nosebleed and a hip fracture that required surgical intervention.